Manufacturer narrative:
Date of event: unknown. Investigation summary: unconfirmed, no sample provided. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: a full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria.

Event description:
It was reported that bd ultrasafe¿ plus x100l leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: I peeled the paper off it and it kind of (B)(6): resize flex element('event description (english)', 'event description (english)', false, false) popped out of the blister pack" liquid got all over my hands, and on the blister pack, it came out in a v shape. The plunger was not into the syringe.